Event description:
It was reported that patient underwent a total knee arthroplasty to her left knee on (B)(6), 2016. After replacement patient experienced severe pain, discomfort, progressive osteolysis, and tibial component loosening, requiring a medically indicated revision surgery on (B)(6), 2017. During revision surgery the tibial baseplate and the insert were explanted and replaced for new devices.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient underwent a total knee arthroplasty to her left knee on (B)(6) 2016. After replacement patient experienced severe pain, discomfort, and suffered injuries requiring a revision surgery on (B)(6) 2017 to remove and replace the implants. Patient had a second revision surgery performed on her left knee on (B)(6) 2017.